Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the drive support cap was sticking out. The customer's blood glucose was 248 mg/dl at the time the problem was reported. Nothing further reported.

Manufacturer narrative:
Unable to prime the insulin pump during the prime test due to a protruded/loose drive support disk. A cracked display window, broken belt clip slot and cracked reservoir tube lip also noted.